Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. While advancing to the lesion with a taxus express2 2.75 x 12 mm drug eluting stent, the shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxux express2 2.75 x 12 mm drug eluting stent. Patient status is reported as "satisfactory/good".